Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a production record review and a review of the complaint handling database was not performed because the lot number was not reported. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during stent deployment the sheath being too close resulted in the stent to inadvertently deploy/elongate into the sheath; thus during device retraction resulted in the reported stretched stent and the reported activation failure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that the procedure was performed to treat a lesion in the left superficial artery. Retrograde access below the knew was obtained and a 6f non-abbott sheath was advanced past the lesion. A 7x100mm supera stent was deployed without issue. Next, the physician attempted to place a 6x120mm supera self expanding stent system (ses). The physician believed that the stent was properly deployed at the intended location; therefore the ses was retracted into the 6f sheath. At that point, it was noted that the stent was elongated and was not at the intended location as the proximal end of the stent had deployed inside of the sheath. Since the stent was partially inside of the sheath, the physician was able to remove the sheath containing the stent. A 6x100mm supera ses was advanced to the target lesion however the same thing occurred with this stent except this time the stent was not contained in the sheath. The stent was partially deployed in the artery, prompting the physician to abandon the procedure and call 911. The patient was rushed to a trauma center. No additional information was provided.